Event description:
A malfunction alarm was reported, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer successfully reset the pump before contacting technical support and resumed insulin delivery. Technical support advised the customer to continue using the pump and to call back if the malfunction code recurs, which the customer acknowledged and understood.